Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system had recorded a minute ventilation (mv) chop in the right ventricular (rv) lead. In addition, right ventricular (rv) lead loss of capture with undersensing of r waves due to low amplitudes was noted. An right ventricular auto threshold test bellow programmed amplitude or suspended was identified. The rv impedances were found to have been fluctuating but remained within range. Technical services (ts) was consulted and recommended system evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had recorded a minute ventilation (mv) chop in the right ventricular (rv) lead. In addition, right ventricular (rv) lead loss of capture with undersensing of r waves due to low amplitudes was noted. An right ventricular auto threshold test bellow programmed amplitude or suspended was identified. The rv impedances were found to have been fluctuating but remained within range. Technical services (ts) was consulted and recommended system evaluation. This pacemaker system remains in service. No adverse patient effects were reported.